Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left circumflex artery. The lesion was predilated at 8 atmospheres using a 3.0mm x 15mm non bsc balloon catheter and intravascular ultrasound was performed. Then a 3.50mm x 16mm promus element stent was advanced but was not able to cross the target lesion due to severe calcification. Attempts were made to advance this device but the distal edge of the stent came in contact with the lesion. Two dilations were performed at 12 atmospheres using a 3.0mm x 15mm non bsc balloon catheter but the device was still unable to cross the lesion. The device was removed and it was noticed that the distal edge of the stent had slightly been flared. The procedure was completed using a 3.0mm x 16mm promus element plus stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the first row of struts at distal end of the stent was slightly flared circumferentially. This is possibly caused by subjecting the balloon to a low positive pressure. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left circumflex artery. The lesion was predilated at 8 atmospheres using a 3.0mm x 15mm non bsc balloon catheter and intravascular ultrasound was performed. Then a 3.50mm x 16mm promus element stent was advanced but was not able to cross the target lesion due to severe calcification. Attempts were made to advance this device but the distal edge of the stent came in contact with the lesion. Two dilations were performed at 12 atmospheres using a 3.0mm x 15mm non bsc balloon catheter but the device was still unable to cross the lesion. The device was removed and it was noticed that the distal edge of the stent had slightly been flared. The procedure was completed using a 3.0mm x 16mm promus element plus stent. No patient complications were reported and the patient's status was good.